Manufacturer narrative:
Technical evaluation: one unit had its sterile sheath opened. There is a bend of approximately 20 degrees at the hub/shaft joint. At the distal end, there is a single axis bend at 7cm from the tip and a flat spot extending from the tip to 2.5 cm. The second unit was returned in its sterile sheath. At approximately 2cm distal of the hub/shaft joint, there is a 20 degree bend in the shaft. At the distal tip, there is a single axis bend 3cm from the distal tip. Conclusion: the incident is confirmed as reported. The noted failure in the incident report is at the proximal end devices. It is unclear if the damage to the tips of the units was present at the time or if is the result of subsequent rough handling. The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 2314-03, (lot # l15425). All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification. The parts released in this lot met process requirement.

Event description:
Two catheters found to be bent at the part just distal to the hub. Neither was used. One was opened, and the fault found on the second was just seen through packaging.